Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that there were four additional devices involved in this event. There were two battery casing devices with unspecified malfunction and two small battery drive devices that would not run. Therefore, these devices has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering represented in the initial report has been updated from ¿report 3 of 3 for the same event¿ to ¿report 3 of 7 for the same event¿. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Brand name, common device name and device product code for the battery device were unknown. The catalog number and lot number were unknown. PMA/510(k) number was unknown the manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had no power. According to the report, the event was discovered twenty minutes after putting a new and fully charged battery device in place and when the surgeon was about to use the small battery drive device. It was further reported that when the scrub staff went to change the battery device for another, the battery inside the battery casing device was observed to be extremely hot and had melted in parts. There was a five minute delay to the surgical procedure. A spare drill device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.